Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The mildly calcified, severely tortuous, 90% stenotic lesion was located in the proximal left anterior descending artery (lad). The physician predilated the lesion with a 2.0 x 10 mm easy wall balloon at 14 atms for 20 seconds. The physician the predilated the lesion with a 2.5 x 10 mm easy wall balloon at 14 atms for 20 seconds. The taxus liberte -3.0 x 24 mm drug eluting stent was successfully deployed using a slow inflation for 20 seconds at 11 atms. The stent was well positioned and well apposed with good results. The physician then decided to push the stent delivery system (sds) forward, however, felt resistance. As a result the physician pulled the sds when the guide catheter sucked into the left main. It is noted that the physician normally pushes the sds forward in all of his cases before withdrawing. The physician was able to successfully remove the sds by pulling hard on the catheter. No pt injuries or complications were reported. Pt status is reported as "good".